Event description:
Customer reported that she had unexplained low blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 50 mg/dl. Customer stated that her insulin pump was not working correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit alarmed button error fallowed by intermittent buttons due to moisture damage. Unit has broken reservoir tube lip, cracked reservoir tube window and cracked case at display window corners.